Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1(event site address, event site address line 2, event site telephone). A getinge field service engineer (fse) reported video image issues and blank screen. The fse confirms the troubleshooting was resolved by replacing the display kit (cable - video receiver to lcd, pcb - color video receiver, mounting plate - nec display, 10.4" display w/ rtv bead sea, instr. Display replacement and cbl - keypad cont to video rcvr. The repair successfully completed. The unit passed all functional tests and was confirmed to be operating normally.

Event description:
N/a.

Event description:
It was reported that the during routine check cs100 intra-aortic balloon pump (iabp) display need replacement. No patient involved. No harm reported.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6), event site email is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field - b5, h6(component code).

Event description:
It was reported that during routine check the cs100 intra aortic balloon pump (iabp) unit had display - failure. There was no patient involved.